Event description:
A user facility risk manager reported that during a posterior lumbar fusion, an awl slipped and punctured the patients epidural sack. According to the report, the tear was approximately 2 to 3 mm in the ventral right dural at the l5-s1. The leak was tamponed with a cottoniod and the surgery proceed with pedicle screw insertion. Attention was turned back to the dural tear later in the procedure. A small leak was noted and a 6-0 prolene was placed using a running interlocking stitch. The patient continued to have some persistent cfs leaking. Hemostasis was controlled using floseal and electrocautery. Duraseal was then placed over the ventral epidural space.

Manufacturer narrative:
The user facility risk manager reported to alphatec spine that there was no product problem/malfunction alleged or associated with this event. The instrument slipped during use due to user error. The specific device part number and lot number was not reported or available, and the device was not returned for evaluation. Based on the report, there is no indication of product problem or malfunction, and no further investigation is possible.